Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Bard g2 filter was deployed at l2 to l3 disc space for a patient with deep vein thrombosis. A post filter deployment cavogram was revealed slight tilt of the filter tip towards the left. After, one day of post deployment, computed tomography angiography of chest revealed interval development of multifocal intraluminal filling defects in the pulmonary arterial tree consistent with pulmonary thromboembolic disease. Some of the emboli are peripherally located and exhibit linear configurations. The possibility of acute on chronic pulmonary thromboembolic disease would have to be considered. Peripheral filling defect in the distal aspect of the right pulmonary artery. Thrombo-emboli with linear configuration in the right interlobar pulmonary artery. Pulmonary embolus in the right lower lobe medial basilar segmental pulmonary artery with subsegmental extension. Therefore, the investigation is confirmed for positioning issue of the filter. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 05/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. During deployment, it was alleged that slight tilt of the filter tip towards the left. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly diagnosed with pulmonary embolism; however, the current status of the patient is unknown.